Manufacturer narrative:
Returned for assessment was a venacure1470 laser (sn (B)(4)). The unit was received in good condition. During assessment the laser was functionally tested per processes. The laser was fired at 6 watts power output and measured at 5.00 watts, equating a calculated power output of 5.6 watts (acceptance range is 5.4 - 6.6 watts ). All power output measurements were within specification. No defects were found with the laser. The error log was reviewed and no errors or faults were recorded. The unit meets all acceptance criteria. The customer's reported complaint description of patient's with ehits (dvts) after a 1470 venacure laser treatment could not be confirmed based on the nature of this failure mode. None of the patients have been reported to have suffered any permanent harm. Hospitalization was not required for any of the patients. A manufacturing root cause of the reported dvt events could not be determined since the returned unit met all acceptance criteria and review of the error log showed no faults were recorded. There were no reports of a generator malfunction during the procedure and the laser functioned as intended during routine service. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. The user manual, which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis·hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported january 06, 2017, the medical facility has experienced several cases of e-hits (deep vain thrombosis - dvt's). As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.